Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had an apparent conductor fracture. No capture, high resistance/impedance and oversensing were noted. The lead was replaced. No patient complications were reported as a result of this event.